Event description:
It was reported that noise was detected on the ventricular channel; pulse generator function was unaltered. The device was explanted and replaced, as it was approaching elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the reported noise on the intracardiac electrogram (iegm) was caused by an anomalous integrated circuit. Noise on the iegm is not sensed by the pulse generator and will not affect function.